Event description:
It is reported that the pt states that he began experiencing pain, discomfort, inflammation, and internal and external sensitivity of the implant site four months post surgery. The pt recently underwent testing which included an MRI, blood work, x-rays and an aspiration of the implant site. He saw his surgeon on (B)(6) 2012. The surgeon reported that although the test results were not normal, revision surgery was not indicated at this time.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.